Event description:
The physician reported, that the pt may have been experiencing withdrawal symptoms. Approx 2 weeks prior to the date of the report, the pt reported feeling ill and having increased pain. The events occurred during the normal refill cycle. The physician reported, that they have more volume in the pump than expected. The expected reservoir volume was (erv) was 2.4ml and the actual reservoir volume was (arv) was 14ml. The pt's status is considered "good". There were no alarms sounding at the time of the report. No device troubleshooting had been performed. The pt's pump contained baclofen. Add'l info has been requested from the hcp, but was not available as of the date of this report. A f/u report will be sent if add'l info is received.

Manufacturer narrative:
The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear manufactured prior to semptember 1999 physician communication (dated august 2007).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) through a drug manufacturer regarding a patient receiving intrathecal therapy. Drug information was not provided. The patient¿s pre-existing inability to walk remained unchanged. The patient felt the pump/therapy never helped/worked since implant.